Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It is likely that during advancement against resistance with the anatomy and/or with a previously implanted stent the balloon likely became compromised or damaged resulting in the balloon rupture during the inflation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported the procedure was performed to treat a 75% stenosed, mildly tortuous, non-calcified lesion in the mid left anterior descending coronary artery. A 3.0x15mm trek rx balloon dilatation catheter (bdc) was advanced to perform post-dilatation. Resistance was noted with the lesion and the balloon ruptured during the first inflation at 10 atmospheres. The bdc was removed without resistance and a 3.0x15mm non-abbott bdc was used to complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.